Manufacturer narrative:
Synergy ous mr 2.50 x 38mm stent delivery system was returned for analysis. A visual examination of the stent found mid-stent to proximal stent damage, with stent struts stretched distally to the distal tip. The undamaged stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip found distal tip damage. A visual and tactile examination of the hypotube found multiple hypotube kinks at several locations along the length of the hypotube. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis. Device is combination product.

Event description:
Reportable based on device analysis completed on 08may2019. It was reported that crossing difficulty was encountered. The 80% stenosed target lesion was located in the moderately tortuous and severely calcified distal left circumflex artery. Following pre-dilatation with a 2.5x15mm non-bsc balloon catheter, a 2.50 x 38 synergy drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another 2.50 x 38 synergy drug-eluting stent. There were no patient complications reported and the patient was stable. However, returned device analysis revealed stent damage.